Event description:
Medtronic received info that during a bypass procedure, this reservoir bag would not allow body fluid to flow into the outlet, which resulted in the collapse of the outlet. The product was changed out with no reported pt complication. It was reported that the pt had a high lipid count.

Manufacturer narrative:
Analysis: reason for return was not confirmed. Visual inspection shows no outward signs of damage or abnormalities with the return mvr800 bag. Inspection shows no clotting or fibrin build up in screen material when received. Unit was cleaned and passed to the blood lab for performance testing. Test results are as followed. Blood was run through the bag using a roller pump at 5l/min at 37 c. Blood volume in bag was adjusted by raising and lowering the reservoir, until collapse was observed at 95 mls. Reservoir was again adjusted until the bag reopened at 120 mls. The bag was locked into the holder at position #2 along with the outlet connector locked into the holder cavity. No collapse was observed when bag was fill, only a very low volume collapse was noted (as designed to prevent aire entering the circuit). Conclusion: device tested and alleged malfunction could not be duplicated. It is possible, given the pt's high lipid count, that hold up through the screen resulted in the low volumes on the outlet side of the bag, resulting in the reported event. However, no lipid residue was present within the bay, which may have been washed out while rinsing the bag. No adverse pt effects were reported.